Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2014 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Explant date: 2014. Model number/catalog number: sc-2138-50, serial number: (B)(4), batch/lot number: 121716/124916, model/catalog description: scs 50 cm iii lead 8 contact lead. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure. No further information could be obtained.